Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who was receiving unknown drug via an implantable pump for non-malignant pain. It was reported that the patient got a new personal therapy manager (ptm) when their pump was replaced for normal battery depletion and they called the office complaining of getting error code 156. Technical services discussed application restart due to system error and closing out of app after each use, restarting handset periodically etc. The rep was unable to confirm if the patient did this. Technical services suggested trying this before we look at replacing the device. Additional information was received from a consumer (con) via a company representative stated that the software version for the event was unknown. Cause: the patient was not completely closing out his personal therapy manager (ptm) application. Action: the patient was educated on how to close out ptm application and encouraged to restart device more frequently. Outcome: the issue was resolved. Additional information was received from the patient who reported the issue where the ptm is stalling out at 90% was still happening even with new communicator. The agent reviewed this could be related to placement of the tm90 over the pump. The patient requested the handset be replaced. An email was sent to the repair department for a replacement handset. App appears to be stalling or getting stuck. No patient injury reported.

Manufacturer narrative:
Continuation of d10: product ID: hh9020tdd, serial#: (B)(6), product ID: a820, product type: software. Section d information references the main component of the system. Other relevant device(s) are: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.